Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 03/09/2026, the patient reported an issue with his cgm, which displayed a low glucose reading of 40 mg/dl. He stated that the sensor had been inserted earlier that morning at 7:00 am, and he first noticed the low reading at approximately 9:00 am. Prior to the event, the patient had taken his usual medications, which included 30 units of lantus, 10 units of as part, and several other unspecified medications. He did not perform a bg test, as he reported that his meter was not providing accurate readings. Around this time, the patient became drowsy and experienced two episodes of loss of consciousness while sitting on his couch. He estimated that each episode lasted approximately five minutes. After the second episode, he contacted emergency medical services. Upon arrival, paramedics performed two bg tests, which showed readings of 103 mg/dl and 104 mg/dl, while the cgm simultaneously displayed lower values of 46 mg/dl and 52 mg/dl, respectively. No medications or medical interventions were administered by the paramedics. They prepared food for the patient and offered hospital transport, which he declined, stating he wished to avoid additional hospital visits. The paramedics remained with him for approximately 20 minutes before leaving. Following the event, the patient reported feeling generally well, though he continued to experience mild drowsiness. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.